Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material or what the material was, which clogging the device, could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device would not pass in the endoscope reprocessor [non-olympus] and still had a blocked air/water channel issue after the device had previously been sent for evaluation. The issue repeated in four (4) different reprocessors. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. Visual inspection of the device was performed with an olympus fiberscope and borescope. The fiberscope was first inserted into the opening of the auxiliary water channel at the distal end. Upon inserting the fiber scope into the auxiliary channel, foreign material was discovered approximately 65mm from the opening. The remainder of the channel could not be inspected due to the channel blockage. The borescope was used to inspect the condition of the biopsy and suction channel. Starting with the biopsy channel, the borescope was inserted into the opening at the distal end and a discoloration/stain was observed approximately 10mm from the opening. The borescope was advanced further and light kinks and scratches were observed on the channel wall. The borescope was removed from the biopsy channel and reinserted into the suction channel. The suction channel was observed to be normal. Additionally, service found the rubber adhesive on the insertion tube was cracked, and the light guide tube had small dents. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.